Event description:
The rotator broke during a left ventriculogram procedure. The broken rotator was discarded at the hospital. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the device will not be returned for evaluation/investigation. A follow-up report will be submitted when an evaluation is completed. Evaluation: conclusions: a follow-up report will be submitted when the evaluation is complete.